Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 paired to the dexcom mobile app but failed to pair to the ilet, after a prior sensor failed and was replaced; the user twice entered the sensor code into the ilet and experienced delayed pairing until guided to toggle the g6/g7 setting and perform a fingerstick to enter bg run mode, after which glucose readings appeared on the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization and successful restoration of glucose display on the ilet, with the user provided dexcom contact for sensor replacement. Investigation included guided troubleshooting and user education to adjust cgm settings, confirm pairing workflow, and use a fingerstick to continue therapy. Investigation of this case revealed a pairing connectivity issue between the g7 and the ilet that resolved with configuration toggling and bg run mode entry, with contributing factors including sensor failure and initial code entry timing. It was concluded, based on previously established findings for similar reports, that the cause was user setup and configuration sequence during initial pump start combined with sensor replacement timing.